Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter and a spy ds controller were attempted for use in the biliary tree during a cholangioscopy procedure for the treatment of biliary stenosis on (B)(6) 2025. During the procedure, visualization was lost after about eight minutes. The procedure was not able to be completed as a result of this event. There were no patient complications reported as a result of this event.